Event description:
While using air optix in accordance with manufacturer instructions, I developed bacterial cysts on my eye which required me to take time off work. The problem was not initially linked to my contacts until it happened again and again at which point my doctor informed me my eyes were scarred.